Manufacturer narrative:
(B)(4). Date sent: 3/9/2023. D4: batch # x95v3c investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with a clip in the jaws and without apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, one clip partially formed was feed due to an anti-backup failure and then it fed and formed 3 conforming clips as expected. In addition, the device lockout as intended. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the trigger insert teeth were found to be not molded properly causing the anti-backup failure. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: "the device was used on the blood vessels. There was no bleeding, leakage or damage on the tissue due to the clip malform. The patient is stable after the operation." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastrectomy, the clip could be deployed but malformed in tear drop shape. Another device was used to complete the case. There were no adverse consequences to the patient.